Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The software nodes were reloaded, and the fluoro function board was adjusted. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system was unable to produce x-rays. No pt injury was reported.